Event description:
It was reported that the bd needle sftygld 25x1 rb safety mechanism broke. The following information was provided by the initial reporter: material#: 305916, batch#: 5112472. Verbatim: rcc received a complaint via email. Safety device fell off when engaging it. Staff stuck self in 1st and 2nd fingers with biohazard needle. Manufacturer part #: 305916, lot #: 5112472.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. Potential root cause for safety mechanism broke (safetyglide) defect is associated with the needle supplier¿s manufacturing process. The information will be forwarded to the needle supplier for further evaluation and investigation.

Event description:
No additional information.